Event description:
It was reported that during setup prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported foreign material was confirmed by a manufacturer repair technician through visual inspection. A manufacturing issue was determined to be a potential cause of the material in the packaging. The hood is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.